Event description:
Healthcare professional specified left side capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ migration: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the device. ¿ white particles observed in the surface of the shell. The reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Continued e1: (B)(6). Additional, changed, and/or corrected data: a4, b5, b6, d.6.b, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Later healthcare professional reported on operative report ¿revisionary surgeries -1 reason "descent, caudad malposition of the left implant", ¿revisionary surgeries -2 reason "recurrent descent of left breast implant", ¿double bubble deformity¿ and ¿shelf below each breast", ¿three previous breast surgeries but not happy with outcome¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.